Manufacturer narrative:
Concomitant products: 694965 lead; 507652 lead, implant date: (B)(6) 2007.

Event description:
It was reported that a lead alert triggered due to high impedance readings with the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lv lead was discovered to be connected into the rv port. Reprogramming was performed. The lead remains in use in the rv port. The patient is a participant in the wrap it study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.